Event description:
Report received of an over-delivery of heparin. The heparin concentration was 25,000 units in 250ml of an unspecified IV solution. The doctor's orders were to infuse 800 units/hr. The pump was programmed to deliver 8ml/hr. At 3:00am, 250ml of heparin solution was hung. At 6:30am it was reported that the bag of heparin was empty. The customer stated "the patient did not have a negative outcome." No medical interventions were required. The patient was discharged home later that day at 1:00pm. The infusion pump was pulled from clinical service and taken to the biomedical office.